Event description:
ER physician attempted to remove sternal io catheter using "key" provided by MFR and instructions. When catheter was withdrawn using gentle traction, tip apparently sheared off. Surgeon consulted and advised to leave retained tip in place as there was no associated infection or complication.